Event description:
Patient reported left side "small amount of fluid around the implant¿, mentioned the recall and risk of cancer, and "microcalcifications". Patient also reported left side "possibility of cancer" and "nodular atypia, a lesion of a non-palpable lump", which are not device-related. Device remains implanted.

Manufacturer narrative:
The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "fluid around the implant".